Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, de-synchronization (shift) between ventricular egm and markers was observed in one v burst episode recorded in device memory.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.